Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the device did not power up occurred due to a faulty g1 board (printed circuit board). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a printed circuit board failure. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the high definition lcd monitor was not powering up. The issue occurred at the receipt of inspection. The procedure was diagnostic. There were no reports of patient or user harm associated with this event.